Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample and one (1) photo was submitted to the manufacturer for evaluation. Through visual examination, a subject matter expert observed the black spot. A more in-depth examination of the sample determined a foreign liquid inside of the used caresite. Although the black spot was confirmed, the exact root cause was not able to be determined. Review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: black spots were found during flushing. No injury reported.